Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that when the patient was seen for a routine pacer check, interrogation revealed dashes (---) for most parameters. The measured data showed a high current drain of 58ua. Attempts to download the microprocessor and reprogram to ddd mode were unsuccessful. Therefore, the device was replaced.